Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the cartridge, but the issue persisted; however, after receiving guidance from technical support, the caller was able to fill and load a new cartridge onto the pump successfully resolving the issue and resuming insulin therapy.